Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-13995n scorpion needle broke. This was discovered during a rotator cuff repair when the needle made 25-30 passes with suture tape along with (B)(6) tape and broke. The needle tip was not recovered but the x-ray was clear from the tip. The procedure was completed successfully.